Event description:
To emergency room for defib/pacemaker going off this morning, it went off three times, she thought the alarm was a phone cause it was only beeping. Med electronics called and one of her cracked leads went bad. First lead is disconnected, and now 2nd lead could possibly be going bad. She is asymptomatic. It is known that her left ventricular lead was previously disabled due to intractable phrenic nerve pacing. Last night (B)(6) 2022 the patient's pacemaker started beeping, she was asymptomatic and this morning called the cardiology office to report device toning. She sent a remote transmission and we received a red alert for high-voltage rv lead fracture of her sprint quatro 6935m lead implanted in 2016.